Manufacturer narrative:
(B)(4): it was reported that following insertion the patient experienced pain, infection, urinary problems, and dyspareunia. It was reported that the patient underwent mesh revision on (B)(6) 2009. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with laparoscopic lysis of right colon adhesions and labial reduction at the labia minora, due to chronic pelvic pain, stress urinary incontinence, and labial hypertrophy. It was reported that patient underwent a laparoscopic appendectomy.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided